Event description:
It was reported that during a low anterior resection procedure, there was leakage from the staple line. The site oversewed with suture and also did a deverted loop colostomy. This is temporary for three months. Pt is stable.

Manufacturer narrative:
Info anticipated, but unavailable at this time.